Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the ramus intermedius and one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. During a staged procedure (B)(6) weeks later, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. It is reported that during placement of the stent in the proximal lad a perforation occurred. The perforation was treated with placement of a driver stent and a non-medtronic stent. Approximately (B)(6) months post index procedure, patient death occurred. Cause of death coronary insufficiency, pneumonia and chronic obstructive pulmonary disease. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death/cardiac tamponade).